Event description:
Subsequent to the initial medwatch report, additional information received from the physician indicates, the patient continues to have pain in that groin that keeps her house bound; oral pain medication does not relieve the pain. A neurologist could not identify a specific nerve impacted. A general practitioner could not identify any unrelated reason for the pain. A CT and an ultrasound of the groin showed that the starclose se clip in the normal position on the anterior vessel wall of the femoral artery.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that a physician not trained in the use of the starclose se device achieved hemostasis of a femoral artery that occurred in (B)(6) 2010 after a diagnostic procedure. Reportedly, the patient's husband contacted the hospital approximately three weeks post vessel closure reporting the patient was "experiencing intermittent, but quite severe pains in her lower abdomen and groin." The physician performed an ultrasound and CT of the lower abdomen and groin vessels and both were normal. The CT showed the small device (clip) on the anterior wall of the femoral artery, "were you would expect it to be and the surrounding soft tissues appeared normal". A neurological examination did not reveal any abnormality in particular and there was normal sensation in the skin of the thigh. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B)(4).